Manufacturer narrative:
An event of left bundle branch block (lbbb), stroke, speech difficulty, and possible tear in the native valve leaflets was reported. Information from the field indicated that fluoroscopy suggested possible rupture of native valve leaflets and sinus of valsalva, though not confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported lbbb appears to be a pre-existing patient condition. The cause of the reported speech difficulty is likely related to the reported stroke. However, the cause of the reported stroke could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was required prolonged hospital stay for treatment. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a pre-existing left bundle branch block (lbbb). Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the delivery system was re-positioned several times. The valve was partially re-sheathed four times. The valve capsule appeared to be slightly expanded. Fluoroscopy indicated there may have been a rupture in the native valve leaflets and sinus of valsalva, though this was not confirmed. The valve was fully released at 3-4mm from the non-coronary cusp (ncc). The patient's lbbb persisted, and the patient had a stroke. The activating clotting time (act) was checked at 291 seconds. Blood clots were inside the integrated sheath after being retracted from the patient. Post-procedure the patient had difficulty speaking. The patient was sent to the neurology department for treatment and follow-up. The patient status was hospitalization.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a pre-existing left bundle branch block (lbbb). Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the delivery system was re-positioned several times. The valve was partially re-sheathed four times. The valve capsule appeared to be slightly expanded. Fluoroscopy indicated there may have been a rupture in the native valve leaflets and sinus of valsalva, though this was not confirmed. The valve was fully released at 3-4mm from the non-coronary cusp (ncc). The patient's lbbb persisted, and the patient had a stroke. The activating clotting time (act) was checked at 291 seconds. Blood clots were inside the integrated sheath after being retracted from the patient. Post-procedure the patient had difficulty speaking. The patient was sent to the neurology department for treatment and follow-up. The patient status was hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.